Manufacturer narrative:
--

Event description:
Additional information was received indicating a revision procedure was performed wherein the lead was noted to have multiple ligatures around the lead body and evidence that a lead repair kit had been previously used. The lead was capped and surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. This lead is no longer in service.

Event description:
Boston scientific received information that a field representative reported that this right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) then discussed to the field representative that most likely that this rv lead had a partial or incomplete fracture. Further, a small insulation defect could also explain the recorded noise. In addition, ts suggested that a lead revision might be considered by the physician. Additional information received that there was no troubleshooting done as of the moment. Also, there was no pacing inhibition and the suspected lead fracture was not confirmed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.